Event description:
Information was received from a consumer regarding a patient who was receiving lioresal 2000 mcg/ml 544.2 mcg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient missed their refill appointment on (B)(6) 2016. On (B)(6) 2016 a critical pump alarm was heard for the empty reservoir. The patient felt the vibration of the pump alarm every 45 minutes in her throat. The patient had called the clinic and left messages but the physician had not returned the phone call. On (B)(6) 2016 the patient developed withdrawal symptoms, started to itch and their legs were feeling stiff. The patient could not walk due to increased spasticity. The patient would sit "indian style" in the wheelchair to control the spasms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.